Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported conducting an ¿experiment¿ with their cycler and observed a fluid leak. The patient was not connected to the cycler at the time of the reported event. A fluid leak was observed in the pump module area and on the exterior of the cycler set cassette. It was reported approximately 5 ml of fluid was observed inside the pump door after fill 2 of 3. The cassette film was inspected and found intact and was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the complaint product sample was received on 09/12/2022 from the customer for evaluation.the sample was received without original package. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found. Probable causes for this type of damage: pump door is sharp or closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported conducting an ¿experiment¿ with their cycler and observed a fluid leak. The patient was not connected to the cycler at the time of the reported event. A fluid leak was observed in the pump module area and on the exterior of the cycler set cassette. It was reported approximately 5 ml of fluid was observed inside the pump door after fill 2 of 3. The cassette film was inspected and found intact and was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.